Event description:
The customer contacted stryker to report that their device experienced multiple instances of unexpected shutdowns during use. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After replacing the damaged battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
From inspection the battery pins were found to be damaged and identified as a possible root cause for the reported issue. But no further root cause analysis was performed and not root cause established since the issue could not be duplicated or verified.

Event description:
The customer contacted stryker to report that their device experienced multiple instances of unexpected shutdowns during use. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.